Event description:
It was reported that bd eva-ai2-sm2 needle precisionglide 21x1in needle was broken. Product: needle 0.80x25mm (21gx1'') lot: 5120729 - 1 unit 1 needle with hole in the package. Corrido date: (B)(6) 2025. Lot: 4204356 - 1 unit 1 broken needle corrido date: (B)(6) 2025. Lot: 5150655 - 1 unit 1 deformed tip of the needle cap. Corrido date: (B)(6) 2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.